Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient is using a tandem t:slim insulin pump at the time of the event. According to the reporter, on approximately (B)(6) 2026, at an unknown time the sensor was reading fine, then suddenly it went high. The reporter did not provide any details on symptoms, cgm or bg values were provided leading up to the event. The reporter stated that the patient was changing the insulin pump tubing, and ¿as insulin went in¿ she passed out. The parent called emergency medical service (ems) who transported the patient to the hospital. The bg value was 80 mmol/l upon arrival at the hospital. The patient was admitted for treatment which included IV insulin. The patient was diagnosed with pneumonia and related complications (unspecified). The date of discharge from the hospital was not provided. At the time of the report on (B)(6) 2026 she was in good condition. No other patient or event details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values at the time of symptoms available to search within the parkes error grid calculator. There was not a complete set of reported glucose values at the hospital available to search within the parkes error grid calculator. No additional patient or event information is available